Manufacturer narrative:
Dimensional inspection verified that the device is an 8x25mm product. The implant shows signs of damage incurred. On the major diameter of the threads there are random chunks of material disfigured or missing altogether. The appearance indicates possible off axis rolling upon attempted insertion or contact with a device or guidewire of a harder material. Root cause is undeterminable with information provided. With the condition this device is in, use error cannot be ruled out as a contributing factor. Device history review identified no deficiencies in the manufacture of this lot. Complaint history search revealed zero additional complaints for this batch.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the screw was broken during the procedure. A backup device was available to complete the procedure. No patient harm was reported.